Manufacturer narrative:
The investigation for the reported major bleed and hematomahas been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed and hematoma could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 64 yr male was implanted with a impella 5.5 for support during high-risk cardiac procedure. It was reported that the patient has started oozing around the impella site. A hematoma has also formed at the site.